Manufacturer narrative:
Additional data: h6 - work order search: no similar complaint was reported for units within the same lot. Corrected data: b5: the reporter indicated a 12.6mm vticmo12.6 implantable collamer lens, -18.00/+1.5/087 (sphere/cylinder/axis) was torn during loading and there was no patient contact. The backup lens was implanted and the problem was resolved. The patient is doing well and is pleased. The cause of the event was the device and user error. The lens seemed to jam in the cartridge during loading. D2: phakic toric intraocular lens, product code: qcb. H6: health effect - impact code: 2645. Claim # (B)(4).

Manufacturer narrative:
Age: unk. Weight: unk. Sex: unk. Ethnicity: unk. Race: unk. Date of event: unk. Expiration date unk. Implant date: unk. Explant date: unk. This product is manufactured in the u.s. But not marketed in the u.s. Device manufacture date: unk. Claim # (B)(4).

Event description:
The reporter indicated the surgeon inserted and removed an icl implantable collamer lens, due to the lens was damaged. The backup lens was implanted successfully. Additional information has been requested but none has been forthcoming.